Event description:
It was reported that during follow-up, far-field r-wave oversensing on the atrial channel was observed. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
.